Event description:
The recipient came to the clinic with a complaint of not being able to hear with the device. Further medical intervention is currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient came to the clinic with a complaint of not being able to hear with the device. Further medical intervention is currently unknown.